Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor's reader was so hot that the patient could not put it up against herself. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.